Manufacturer narrative:
The event occurred in (B)(4) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter states that the performa system reads in the incorrect unit of measure for the intended distribution site. The device reads in mmol/l, rather than mg/dl as this distribution site is intended to receive. The device is labeled to read mmol/l and the device shows results in mmol/l. No actions taken based on device results. The manufacturer requested return of suspect product for evaluation.